Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and two (2) ovation ix extenders to treat aortoiliac occlusive disease (aiod). This case is outside the indications of use (off -label). During this initial procedure an angiogram was performed and the graft was found to be covering the renal arteries. Attempts were made to pull the graft distally without success. The physician decided to explant the devices. The device was explanted without complication and the patient is reported to be recovering well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of malposition of the main body graft, unsuccessful endovascular procedure and conversion to an open repair procedure. The procedure related harm identified was a prolonged hospital stay and surgical conversion. The final patient status was discharged home as stable on the ninth post-operative day. These events are most likely user related due to off label severe aortoiliac occlusive disease (aiod) disease with 90% occlusion at the bifurcation. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.